Event description:
Conmed bovie argon pencil tip broke off during cab procedure. Not recognized at the time of surgery; later found on post-op x-ray but not identified until pt experienced post-op bleed and returned to surgery. Tip was removed and identified during second surgery.